Event description:
Medics analyzed a pt in cardiac arrest and received a "shock advised" determination for a non-shockable heart-rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.